Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the applicator and no issue were observed. The applicator fired, however, it was observed that the sharp was not returned. Pried open the applicator to inspect the sharp carrier; no issues observed. Furthermore, a visual inspection was performed on the sensor ((B)(6)) and no issues were observed. Sensor plug was properly seated. Since the sensor pack was not returned, further investigation cannot be performed. The partial product has already been requested back for an investigation. At this time sensor pack has not yet been returned. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion needle issue was reported with use of the abbott diabetes care (adc) device. Customer reported upon insertion the needle was "sticking out" of the device. As a result, customer was unable to self-treat requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) "removed the needle from sensor hole and disposed of needle in trash." There was no report of death or permanent injury associated with this event.